Event description:
It was reported that the tubing is not delivering the doses or meds to the patient even though the pump shows it is working. No patient injury is reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device is unknown. Lot/serial number was not provided.